Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The ECG (electrocardiogram) connector was found loose on a printed circuit board assembly. The system fan is intermittently noisy. Pcmcia (personal computer memory card international association) slot found broken and power cord door is damaged.

Event description:
It was reported the programmer intermittently makes a lot of noise. It was also reported a device clinic nurse could not get decent clear EKG (electrocardiogram). EKG cables were switched but would not clean up. The nurse ended up switching to another programmer in the clinic without any problems. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.